Event description:
It was reported that during use atrial lead exhibited occasional p-wave under and over-sensing during arrhythmia. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.